Event description:
Broken screw during an acl repair, the surgeon was using biosure ha, 9mm x 30mm screw to achieve tibial fixation, with a size 8 hamstring graft. Upon inserting the screw, the tip broke and reportedly separated from the screw itself. The screw was removed and the procedure was ultimately completed using a biosure ha 9mm x 25mm screw. No patient injuries or complications reported.

Manufacturer narrative:
The complaint was reported to the manufacturer on (B)(4) 2013 at that time the manufacturer made an initial assessment per 21 cfr 803, the MDR regulation and determined that the complaint was not reportable. Upon evaluation of the returned device, the manufacturer has re-assessed the complaint and is filing the enclosed report to comply with 21 cfr 803. Device evaluation: visual inspection of the returned screw confirmed that there was damage to the distal tip of the screw between the 3rd and the 5th thread of the screw, which indicated that the smaller distal of the screw was inserted without any problem, but once the wider threads started to being inserted it got damaged and 3 of the threads broke off. Per the instructions for use, "prepare the tibial and femoral tunnels in accordance with the accepted surgical technique. It is the surgeon responsibility to choose an appropriate size biosure ha interference screw based on the patient bone quality. In cases where hard bone is encountered, it is recommended that a tap 1 mm larger than the screw size be used". (B)(4).